Event description:
It was reported that prior to surgery, it was discovered that the motor device had a leak in the hose. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the outer hose was disconnected from the pressure relief valve (prv) and the nose pin was pushed in. It was determined this was a result of excessive force on the hose from the prv to the muffler, pulling the outer hose out of the crimp on the prv and possibly from exerting extreme force on the cord during cleaning or use. Also, the nose pin pushed back was most likely due to the locktite breaking down during the sterilization process. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.